Manufacturer narrative:
The main component of the device system; the other relevant components include: product ID: 8709, lot# j0056662r, implanted: (B)(6) 2001, explanted: (B)(6) 2017, product type: catheter. Product ID: 8709sc, serial (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2017, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (patient¿s family member) regarding a patient with an implantable drug infusion pump indicated for intractable spasticity and cerebral palsy. The pump contained an unknown brand of baclofen. It was reported the patient¿s previous pump was replaced due to normal battery depletion. The consumer stated that there was difficulty with the catheter because it was occluded and had to be replaced. The consumer reported the event started two weeks before insertion of the new pump in (B)(6) 2017. No patient symptoms were reported related to the event. The consumer said that the ¿drug concentration was extremely high, 1100 probably mcg¿. The consumer said she was assuming that the health care provider (hcp) was aware of the symptoms/events reported, but the patient normally saw a nurse that filled/increased the medication. The consumer said that she assumed the nurse and hcp communicate. There was no out-of-box failure reported. No further patient complications were reported.